Event description:
According to the reporter, during an open proctectomy procedure. The adapter and reload loaded correctly. When the stapler was fired the stapler stopped mid-fire and would not fire or re-open. The battery was changed but that was not the issue. The surgeon asked for another powered stapler to be opened and she utilized another reload to cut just below the original stapler line. Upon removing the locked down stapler, the reload removed from the stapler without issue. The staple reload was sent off to pathology with the specimen since it was locked down on the tissue and ultimately discarded. No reinforcement material was used. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.